Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced loss of connection between the transmitter and receiver. Dexcom representative advised patient to troubleshoot the device which resolved the reported issue. No additional patient or event information is available.